Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-00157. It was reported the pt ((B)(6)) experienced heating at the ipg site when recharging. Recommendations were provided to the pt to help minimize any discomfort felt during recharging.

Manufacturer narrative:
Correction/removal reporting #: 1627487-05242012-002-r, 1627487-05242012-001-c. This ipg serial number was included in field advisories. This ipg model is also associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.